Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had two failed battery test alarms. The blood glucose at the time of the incident was 6.7 mmol/l. It was stated that the insulin pump shut off and the settings got deleted. During troubleshooting the selftest was performed, the alarms were confirmed in the history, and it was confirmed the batteries were not expired. The customer was assisted with reconnecting the meter and sensor and was advised a battery cap replacement would be sent. The device will not be returned for analysis.